Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report filed (B)(6) 2010.

Event description:
It was reported patient underwent procedure utilizing vanguard patella mills and reamers on (B)(6) 2009. During the procedure, the surgeon attempted to use the 34mm reamer but had difficulty reaming as if the reamer was dull. Surgeon used more force and metal shavings were identified in the patella bone. Metal shavings were removed from the patient. Surgeon resized to a 37mm reamer and encountered the same issue. The metal shavings were removed and the surgery was completed.